Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device had an unknown malfunction was confirmed. An assessment was performed and it was observed that the device housing was scratched/damaged, the shaft was corrode and caused high temperature, the spring was bad causing noise with the device, and the device was cosmetically unacceptable. It was further determined that the device failed pretest for vibration, visual assessment, and temperature assessment. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the angle attachment device had an unknown malfunction. During in-house engineering evaluation it was observed that the device failed pretest for vibration and temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further review of the device evaluation, it was determined that the assignable root cause was incorrect. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device had an unknown malfunction was confirmed. An assessment was performed and it was observed that the device housing was scratched/damaged. It was determined that this condition was due to normal wear over time, due to the sterilization process. It was further determined that the shaft was corroded and caused high temperature, the spring was bad causing noise with the device, and the device was cosmetically unacceptable. It was further determined that the device failed pretest for vibration, visual assessment, and temperature assessment. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.